Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis cannot be confirmed. However, it may be related to patient factors (history of ckd stage iii, multiple cardiac valves disease and chronic use of steroids) and the progression of pre-existing disease processes (severe aortic stenosis). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per review of medical records received, the patient has done well post tavr and had normal functioning valve. However, the patient has been experiencing resting heart failure symptoms resulting in a recent hospital admission. The patient presented to the emergency room, and on the echocardiogram during this admission showed increased peak aortic velocity from 2.8 to 3.9 m/sec in the setting of persistent lvef of 40-45%. The patient was discharged home, was recommended to follow up with cardiology. The patient presented with worsening heart failure symptoms in the setting of severe pulmonary hypertension and mildly reduced lv systolic function, which has been unchanged. 3 years and 11 months post implant a tte performed reported a well-seated thv with bioprosthetic stenosis. The mean gradient was 31 mmhg with mild to moderate perivalvular aortic regurgitation and aortic valve area 0.7 cm2. There was also moderate to severe mitral and tricuspid regurgitation, as well as severe pulmonary hypertension. Compared to recent echocardiogram, there has been a significant change in the peak aortic velocity, which raised the concern for possible obstructive thrombus on the valve. The patient has remained on eliquis and has done well; however, the main concern is that whether this is in the setting of a thrombus and whether the patient needs to be on warfarin rather than eliquis at this time. Further recommendations to follow after the CT scan.

Manufacturer narrative:
In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 3 years 11 months post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 23 mm sapien 3 valve implanted in the aortic position via transfemoral approach. Approximately 3 years and 11 months post implant the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.